Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date lab: 2008 2.5, inratio: 1.8. Per text "per pst, she had a stroke due to brain bleeding." This is adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.8, lab: 2.5, mean: 2.15, confidence limit: 1.4-3.1. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Per text "per pst, she had a stroke due to brain bleeding." Per text "pst is also anemic and is taking iron pills and was given iron shot." Per text "pst was released from hospital". This is adverse event case. Products will be tested when returned.